Event description:
It was reported that during a transforaminal lumbar interbody fusion procedure, the tips of two t25 stardrive shafts and one t15 stardrive shaft sheared off. This is report 2 of 2 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4).

Event description:
This is report 2 of 2 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. Product development event evaluation revealed the design is adequate for the intended use. The returned device had very minimal marking/deformation on two of the 6 stardrive tips. The design is acceptable and there does not appear to be any issue with the returned instrument. The complaint is invalid as the complaint condition is not present on the returned device.